Manufacturer narrative:
Medical device expiration date: unknown.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ nexiva single port safety device, there was an issue with lot and expiration date not being printed on the package. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. H.6. Investigation summary: a DHR could not be performed since the lot number is unknown. Received one 24ga bd nexiva package. The print with the expiration and lot number information was not legible and had been cut out. Manufacturing ¿ label print and package singultation. The label print process relies on alignments of the print to the label paper to the package. The alignment was not correct during the printing process. End user risk analysis rm5796 r16(o) was analyzed to determine the cause of the defect. The ¿wrong location¿ of the print is due to incorrect printer settings.

Event description:
It was reported with the use of the bd¿ nexiva single port safety device, there was an issue with lot and expiration date not being printed on the package. There was no report of injury or further medical intervention.